Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, initial drain. The registered nurse (rn) said that the home patient (hp) started over with new supply bags with heparin and used the same cassette because she saw fibrin. The rn said that the hp was disconnected to reconnect supply bags in the peritoneal dialysis (pd) room. The rn said that she saw air in the patient line. The baxter technical service representative (tsr) explained about respiking the supply bags and the hp used 9 supply bags and about the air in the patient line the rn first said there was "half a foot" of air when the tsr explained need to end the therapy but the rn said the air was gone. The tsr explained about respiking the supply bags and the rn insisted it was alright if done in the pd room. The hp would not drain and did not feel empty. The tsr advised them to followup with the pdrn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and the patient has been resuming therapy successfully. The patient had a fibrin issue but that has since been resolved with heparin and they had no trouble completing therapy last night. The nurse was unaware of any air in the line, she said another nurse had reported that. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.